Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then downloaded the electronic records from the device and was able to confirm that the losses of power occurred; however, the cause of which could not be determined. As a precaution, physio replaced the customer's batteries. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off multiple times by itself while attempting to pace a patient. A backup device was available and used to continue patient care. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were available. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.